Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical jam (inability removing the lock line) was confirmed due to observed knot in the lock line. The reported difficult to open clip and clip delivery system (cds) leak (while raising gripper arms) could not be tested during the returned device analysis as the clip and gripper line were not returned for testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported cds leak appears to be related to user technique as the lock lever was retracted multiple times to de-air the cds device. Lastly, a definitive cause for the reported difficulty in opening the clip could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. .

Event description:
Subsequent to the previous medwatch report filed, additional information was obtained:the bubbles were noted at the delivery catheter tip, near the mitraclip.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip was difficult to open and the lock line had become stuck. Although not confirmed, a device leak was also possible. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. Intra-procedure, it was noted that the clip delivery system (cds 70207u143) lock lever had to be pulled well past the blue line (approximately 0.5cm past the blue line) to unlock and open the clip. This was done multiple times to ensure the clip would open. Additionally, the cds had a lot of bubbles coming out each time the grippers were raised and lowered although no leak was noted. The drip lines were monitored and drip volume was reduced but the bubbles still appeared. During mitraclip grasping, the steerable guide catheter (sgc) had some positive on the knob. Once the clip grasped the leaflets without issue and clip deployment was initiated, the positive turn was removed from the sgc. During deployment and while removing the lock line, a little more than half of the lock line was removed when it had become completely stuck. There was, however, enough lock line removed from the delivery catheter so clip deployment continued. The gripper line was removed along with the rest of the lock line. This clip remained stable and well seated, reducing the mr to grade 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.